Event description:
Caller states customer had a seizure associated with low blood glucose symptoms with result of 60 mg/dl obtained on the aviva system. Customer was treated with an injection of glucagon and paramedics were called. Customer tested 105 mg/dl on professional device and was taken to the hospital for observation; he was released 4 hours later. Requested return of suspect device and replacement was sent.